Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the severely tortuous splenic artery. A 22mmx60cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The coil was pulled out from the patient's body and the procedure was completed with a different device. No complications were reported and there was no patient injury.